Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing rv oversensing on the ventricular lead. Lead noise was observed with pocket manipulation, arm stretching and deep breathing. The noise was not reproducible with isometrics. Physician elected to open the pocket and noted that the lead connector was not fully inserted into the device header. Connector was fully inserted which remediated the oversensing. Patient was stable before, during and after the procedure.